Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error alarm during normal use. Customer's blood glucose level was 26 mmol/l. Customer reported that they received motor error for multiple times. Customer was able to perform self test. It was reported that the high blood glucose occurred due to multiple motor errors. The customer was advised to change set. The insulin pump will not be returned for analysis.